Event description:
It was reported that cartridge alarm 20 repeatedly occurred starting on 3/26 after having reoccurred since the previous thursday, and customer could not complete cartridge loading or resume insulin delivery because alarm continued to recur. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to resolve issue independently, and technical support arranged pump replacement, with no additional information provided about further actions or outcomes. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.